Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Similoar product: 190-000.

Event description:
The customer reported a false positive patient result with the ID now covid-19 assay performed on (B)(6) 2022 on a nasopharyngeal swab that generated a positive result. Confirmation testing was performed using roche quantitative testing and generated a negative result (CT value was over 0.85). The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclussion to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m189124 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m189124 and test base part number 190-430 / lot m189124. The lot met the required release specifications. A review of the complaints reported as conflicting result patient results (confirmed and unconfirmed, conflicting results) related to kit lot m189124 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as the log files were not provided. However, a possible assignable root cause is patient sample interference.